Event description:
Reporter alleged that aviva test strips were labeled with an expiration date of "11/30/2010". The manufacturer's records show the actual expiration date to be 11/30/2009. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.

Event description:
While cleaning the biopsy port on endoscope, brush pulled off wire. This occurred twice on same day; same product lot number.